Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump would not power on and had moisture under the display lens. The patient noted no damage to the battery cap or battery compartment. The pump had been exposed to water in a pool. Troubleshooting revealed the patient had never replaced the battery cap. The manufacturer recommends the battery cap be replaced every six months. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012 . Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned for investigation with visible moisture in the display lens. The pump does not power on. Pump information was not able to be downloaded for investigation. A leak test was performed and revealed a case seal leak. The pump cover was removed for investigation and revealed moisture inside the pump. Testing of the pump was not possible due to moisture ingress.